Event description:
Description of event according to initial reporter: the white plastic hub that houses the safety and releases mechanism was not aligned properly. They stated it was a very small misalignment. They realigned it and continued with the procedure. When trying to deploy, the filter would not disengage from the release mechanism. They then tried to re-sheath it and couldn¿t cover the hook on the filter. On the way out the filter got snagged and released in the femoral vein. The filter was off of the device but the feet were not deployed. The filter then had to be snared from a jugular vein approach. Patient outcome: no harm came to the patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k) k211874. Investigation still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the filter would not disengage when attempted to be deployed. The filter was attempted to be resheathed but the physician couldn´t cover the filter hook. When the physician attempted to remove the device, the filter got released in the femoral vein. The filter had to be removed from a jugular approach. No harm to the patient reported. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: filter malpositioning there are adequate controls in place to ensure the device was manufactured to specifications. No device or images were provided for the investigation and with the information provided an exact cause for this event cannot be established. However, a possible cause is that the manipulation with the femoral filter introducer and the attempt to resheath the device contributed to the event, but this is purely speculations. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.